Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported death and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported a patient had passed away at home in their sleep. The patient had been found with blood in their mouth. It was reported that the patient had experienced symptom's of mouth sores and low blood glucose levels at night. It was undetermined if the patient had been wearing a pod . No further information has been provided as to this event. It should be noted the patient had been hospitalised with covid-19 earlier in the month.